Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2352-70 serial: (B)(4). Batch: 7070774.

Event description:
It was reported that during a routine review three weeks post scs spinal cord stimulation implant procedure the clinical specialist observed some abnormalities while programming the leads. An x-ray was performed and showed that one cervical lead had migrated out of the epidural space and was sitting subcutaneously in the patients back causing patients pre-existing pain to return. An attempt was made to assess the outcome of the programming on the remaining lead in which did not migrate to see if the patient would receive sufficient pain relief. The patient later underwent a revision procedure to replace the lead that migrated. It is unknown which of the two leads were replaced. The patient was doing well post operatively and was receiving good pain relief. The explanted lead was disposed of at the hospital and was not returned.